Manufacturer narrative:
The agent reported revision surgery, poly swap and wash out. Complaint has been evaluated and is similar to report number 1644408-2025-00823; s808 - infection, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient came back again for washout and poly swap due to infection.